Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed an unknown date on and unknown sample type. Confirmation pcr testing (platform unknown) was performed and generated negative results. Additional antigen testing (platform unknown) was performed and also generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be submitted upon completion of the investigation. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed an unknown date on and unknown sample type. Confirmation pcr testing (platform unknown) was performed and generated negative results. Additional antigen testing (platform unknown) was performed and also generated negative results. Although requested, no additional information including patient treatment and outcome was provided.